Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot numbers remain unknown. Further information was requested but not available. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, aneurysm rupture and surgical conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. It was published that a type ii endoleak was discovered 30 days after the implant procedure on an unknown date in 2010. The date of event will be used as (B)(6) 2010- as the best estimate. Please note that the article ¿unexplained rupture after endovascular aneurysm repair¿ (journal of vascular surgery cases & innovative techniques 1027;3(3):126-128; marie josee elizabeth van rijn, md, phd, sander ten raa, md, phd, joke m. Hendriks, md, phd, frederico bastos goncalves, md, phd, and hence j. M. Verhagen, md, phd, rotterdam, the netherlands) is attached to the medwatch report.

Event description:
In review of published literature, these findings were noted. A literature article titled ¿unexplained rupture after endovascular aneurysm repair¿ (journal of vascular surgery cases & innovative techniques 1027;3(3):126-128; marie josee elizabeth van rijn, md, phd, sander ten raa, md, phd, joke m. Hendriks, md, phd, frederico bastos goncalves, md, phd, and hence j. M. Verhagen, md, phd, rotterdam, the netherlands) . In the article was discussed that on an unknown date in 2010, the patient was successfully implanted with a 28-mm gore® excluder® aaa endoprosthesis featuring c3® delivery system and iliac extensions of 20 mm (left) and 23 mm (right) to treat a 58-mm infrarenal aneurysm. The anatomy was inside instructions for use for all available stent grafts. The infrarenal neck was 24 mm wide and 35 mm in length. The right iliac diameter was 19 mm and the left 17 mm. There was only minimal calcification at the level of the neck, no thrombus, and 54 degrees of angulation. The patient was in good clinical condition. At that time, the distal descending aorta was ectatic (43 mm diameter) but returned to normal diameter 2 cm above the renal arteries. The first postoperative cta scan within 30 days showed a good proximal and distal seal length. Also, a type ii endoleak from a lumbar artery was determined. The type ii endoleak showed only on the 30-day cta scan but not on any of the following scans. On an unknown date, yearly cta showed steady shrinkage of the abdominal aortic aneurysm sac to 38 mm with continuous good proximal and distal seal without dilation at the sealing zones. Over time, the suprarenal aneurysm grew slowly in diameter but not in length. On an unknown date in 2014, the last cta confirmed no presence of endoleak and almost complete shrinkage of the aneurysm (23mm). One month later, the patient presented to the emergency department, hemodynamically stable, with acute onset of abdominal pain. A new cta scan showed a rupture of the abdominal aneurysm with a large retroperitoneal hematoma. The diameter of the aneurysm had increased to 52 mm with continuous good proximal and distal seal but with recurrence of the type ii endoleak. The suprarenal aneurysm was 52 mm in diameter and was intact. Through a median laparotomy, the aorta was exposed, and a rupture was clearly seen at the right lateral ventral side of the aneurysm. Before clamping, the aneurysm sac was opened to reveal the possible cause of rupture. Good proximal and distal seal was found, also after manipulation, and except for minimal backbleeding from lumbar arteries, no other endoleak was found despite a physiologic blood pressure. A standard tube graft was implanted, and after careful inspection of the explanted gore® excluder® aaa endoprosthesis featuring c3® delivery system, no irregularities were found. The patient recovered uneventfully. No signs of infection were found then or during the following 2 years. In 2016, the suprarenal aneurysm had increased to 69 mm, which was successfully treated with a fenestrated and branched endograft. It was mentioned that the physicians extensively studied conformational changes of the endograft during the complete follow-up period using three-dimensional software and did not notice any differences over time. Dna testing has been done, but no genetic predisposition was found for patient or his family. According to the physician, it is highly unlikely if not impossible that this type ii endoleak could have caused growth of the aneurysm to its original size within a month and led to a rupture. The cause of rupture is unknown and could not be determined.